Event description:
"Passed in pre-use check, but after ventilation, users turn off the power switch, the continuous sound "pi------!!" Radiates. When users put this pc board into the other unit, "restart ventilator" displayed, after this incident happens the tech-error "2, 3" occurs. Users attach the test log"h047."